Event description:
Related manufacturer reference number: 2017865-2021-38181, 2017865-2021-38031. It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was found that the patient's pacemaker was oversensing and had a low pacing impedance, the atrial lead was oversensing and had a low pacing impedance, and the right ventricular lead was oversensing. No intervention was performed. The patient was stable.